Event description:
It was reported that the control module which was used first time after upgrading to ex, needed to be checked due to error l4-033. With this, l3-021 and l3-010 have appeared on the screen after the holster was connected to the gray board of equipment. Another like device was used to complete the breast biopsy. There was no pt consequence.

Manufacturer narrative:
Interface board. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the if board was causing the l4-033 errors, and to correct the complaint, the analysis site replaced the interface board. The analysis site also found the vso was causing the l3-021 errors and to correct this issue, the site replaced the vso. The unit has not been returned for service prior to this event, therefore, no service history review can be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.